Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis of the lead, multiple insulation damages due to fraying were noted in the proximal section. In particular 26 cm distal of the is-1 connector pin, a conductor fracture of the rope conductors to the ring electrodes could be seen. This damage manifestation can with high probability be regarded as the cause of the clinical observation of interference signals within appropriate shock delivery mentioned in the complaint. This damage manifestation indicates high significant mechanical stress during the operation time of the lead. The position and type of the frayings are characteristic for strong pressure of the lead onto the ICD housing with simultaneous friction. The further analysis showed cuts in the lead body that are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 53 months, oversensing with inappropriate shock deliveries was reported. The lead was explanted and returned to biotronik for analysis.